Event description:
The user facility reported a 70-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported while being placed on impella cp support, the patient developed ischemic leg on the impella side. An external femorofemoral bypass was performed and the impella cp pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.